Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and associated accessories were not returned to zoll medical corporation. Instead, the device's history log was returned. Review of the device history log did not find evidence of any low battery warning messages or any indication of the device inappropriately shutting down. Review of the log shows that the device was manually powered off several times throughout the case by use of the power button and by the battery being manually disengaged from the device. There is no evidence in the log to suggest a device malfunction. Analysis for reports of this type has not identified an increase in trend.